Manufacturer narrative:
The device was evaluated by olympus and a loose video connector latch found, causing an unstable, flickering image.

Event description:
A device returned to olympus for inspection was found to produce an unstable, flickering image. There was no patient injury or harm, associated with the problem, reported to olympus.